Manufacturer narrative:
Product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the lead impedance data was missing/invalid: the impedances of the atrial and ventricular pacing leads were below the expected lower range, and the atrial and ventricular impedance trends were decreasing. Analysis of the device memory showed the battery indicator signifying that it is time for device replacement triggered falsely. False elective replacement indicator (eri) triggered on (B)(6) 2018 due to measurement system lock-up. Reset of the device by programmer with updated software cleared the false eri and lock-up condition. Analysis of the device memory indicated the battery measurement was not available. Battery voltage not available due to measurement system lock-up. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that reprogramming was performed.

Manufacturer narrative:
Concomitant medical products: elox lead, implanted: (B)(6) 2002. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use the implantable pulse generator (ipg) encountered, elective replacement indicator (eri) lock-up condition which includes false lead impedance measurement and battery and lead measurements unavailable. The ipg software will correct for the status and the battery voltage will be calculated. The ipg remains in use. No patient complications have been reported asa result of this event.